Manufacturer narrative:
(B)(6). One medfusion pump was received with the front corners damaged and the flange sensor was broken. The event history log was reviewed and there was a flange sensor error. An inspection was conducted and the reported issue was able to be duplicated. The ear clip was broken. This issue is a result of the customer's physical damage to the device. The ear clip was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump has a broken flange sensor. There was no reported adverse event.